Manufacturer narrative:
(B)(4). Date sent: 01/03/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the stapler stopped firing halfway through while firing through the bowel. Surgeon attempted to finish the firing cycle but it would not. Home button was attempted but would not return the knife home and the device could not be opened. Manual override was used to open the device. Another like device was used to continue with the procedure. There were no adverse consequences nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch # c9dl2w. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 2/3. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. After further evaluation, the bulkhead contacts were noted to be damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the device was tested with a test simulator for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dl2w, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed, and no cut line started)? A. Surgeon does not recall, refer to reload sent with stapler. 2. Or did the device start to deploy staples and cut but could not be completed (partially fire)? A. Surgeon does not recall but it was a partial fire. 3. Or did the device fully fire and stop during the automatic knife return? A. No. 4. Was there any difficulty opening the device? A. Yes, manual override was used to retract knife blade, after removing battery and pressing the return to home button. 5. If yes, how was the device removed from the patient? A. Manual override. 6. If yes, did the jaws eventually open? A. Yes.